Manufacturer narrative:
Date of event: the exact event date is unknown, only information provided was (B)(6) 2019. User facility report number: (B)(4).

Event description:
It was reported that the surgeon noted the aim beam (red light) was emitted at a pin point hole in the fiber during preparation. The surgeon stepped on the foot peddle and a flash of red light occurred outside the patient's body, the fiber was never in contact with the patient. The procedure was completed suing a second fiber with no clinical consequence to the patient. There was no injury reported to anyone present when the issue was observed.